Event description:
It was reported that the patient experienced discomfort due to reservoir migration with an inflatable penile prosthesis (ipp) leading to it being previously removed. A reimplant surgery was performed in which a new reservoir was implanted. No more information available at the moment, further information was requested. It was further reported that the patient underwent a surgery in which the reservoir was removed and a new one was implanted. The patient was fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.